Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("ovarian tubes badly infected") in a (B)(6) female patient who had essure (batch no. D40623) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no gynecological conditions or diseases. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, after insertion of essure, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced menstrual disorder ("menstrual disorder"), dyspareunia ("pain during sexual intercourse") and allergy to metals ("allergic reaction to nickel"). The patient was treated with surgery (essure implants were removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, menstrual disorder, dyspareunia and allergy to metals outcome was unknown. The reporter considered allergy to metals, dyspareunia, menstrual disorder and salpingitis to be related to essure. The reporter commented: essure implants were removed and she already notices change in her condition. Diagnostic results: on (B)(6) 2017: in the removal it was detected that both implants were in situ in uterine tubes. Tubes were badly infected, obviously allergy had even worsened the condition. Quality-safety evaluation of ptc: lot number d40623 (production date 10-dec-2014, expiration date 28-dec-2017). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 24-apr-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous consumer report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, whereupon she underwent device removal 5 months after placement. On follow-up, she reported that ovarian tubes badly infected were detected at surgery, interpreted as salpingitis. Accordingly, the initial event pelvic pain was downgraded to symptom of salpingitis. Salpingitis, serious due to medical significance, is anticipated in the reference safety information of essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract and an infection develops. The essure coils are initially sterile but they may become contaminated during the insertion and become a vehicle of microbial transport, explaining a higher risk of pelvic infections after the insertion procedure. In this particular case, in light of the temporal relationship and the surgical diagnosis of the salpingitis, a causality of essure must be considered (related). In addition, the consumer reported menstrual disorder, pain during sexual intercourse, and allergic reaction to nickel. This case was classified as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information is awaited.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("ovarian tubes badly infected") in a (B)(6) female patient who had essure (batch no. D40623) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no gynecological conditions or diseases. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 5 months 9 days after insertion of essure, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced menstrual disorder ("menstrual disorder"), dyspareunia ("pain during sexual intercourse") and allergy to metals ("allergic reaction to nickel"). The patient was treated with surgery (essure implants were removed). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, menstrual disorder, dyspareunia and allergy to metals outcome was unknown. The reporter considered allergy to metals, dyspareunia, menstrual disorder and salpingitis to be related to essure. The reporter commented: essure implants were removed and she already notices change in her condition. Diagnostic results: on (B)(6) 2017: in the removal it was detected that both implants were in situ in uterine tubes. Tubes were badly infected, obviously allergy had even worsened the condition. Most recent follow-up information incorporated above includes: on 30-mar-2017: lot number, start /stop date of essure and event added (ovarian tubes badly infected). Company causality comment: this spontaneous consumer report refers to a (B)(6)female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, whereupon she underwent device removal 5 months after placement. On follow-up, she reported that ovarian tubes badly infected were detected at surgery, interpreted as salpingitis. Accordingly, the initial event pelvic pain was downgraded to symptom of salpingitis. Salpingitis, serious due to medical significance, is anticipated in the reference safety information of essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract and an infection develops. The essure coils are initially sterile but they may become contaminated during the insertion and become a vehicle of microbial transport, explaining a higher risk of pelvic infections after the insertion procedure. In this particular case, in light of the temporal relationship and the surgical diagnosis of the salpingitis, a causality of essure must be considered (related). In addition, the consumer reported menstrual disorder, pain during sexual intercourse, and allergic reaction to nickel. This case was classified as incident since device removal was required. A product technical analysis is expected.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("ovarian tubes badly infected") in a (B)(6) female patient who had essure (batch no. D40623) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no gynecological conditions or diseases. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 5 months 9 days after insertion of essure, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced menstrual disorder ("menstrual disorder"), dyspareunia ("pain during sexual intercourse") and allergy to metals ("allergic reaction to nickel"). The patient was treated with surgery (essure implants were removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, menstrual disorder, dyspareunia and allergy to metals outcome was unknown. The reporter considered allergy to metals, dyspareunia, menstrual disorder and salpingitis to be related to essure. The reporter commented: essure implants were removed and she already notices change in her condition. Diagnostic results: (B)(6) 2017: in the removal it was detected that both implants were in situ in uterine tubes. Tubes were badly infected, obviously allergy had even worsened the condition. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-may-2017 for the following meddra preferred term: salpingitis. The analysis in the global safety database revealed 54 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number d40623 (production date 10-dec-2014, expiration date 28-dec-2017). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 12-may-2017: no response from the reporter was received for medical confirmation. Company causality comment: this spontaneous consumer report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, whereupon she underwent device removal 5 months after placement. On follow-up, she reported that ovarian tubes badly infected were detected at surgery, interpreted as salpingitis. Accordingly, the initial event pelvic pain was downgraded to symptom of salpingitis. Salpingitis, serious due to medical significance, is anticipated in the reference safety information of essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract and an infection develops. The essure coils are initially sterile but they may become contaminated during the insertion and become a vehicle of microbial transport, explaining a higher risk of pelvic infections after the insertion procedure. In this particular case, in light of the temporal relationship and the surgical diagnosis of the salpingitis, a causality of essure must be considered (related). In addition, the consumer reported menstrual disorder, pain during sexual intercourse, and allergic reaction to nickel. This case was classified as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained.